Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted (B)(6) 2016; 1125 hvad outflow graft; 1103 hvad pump, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and did not last to the warranty duration. The device was explanted and replaced. No patient complications have been reported as a result of this event.